Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer blood glucose level was impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.